Event description:
It was reported by the rep that the (2) lfoo1 were used during an interstitial laser coagulation procedure. It was reported that the diffuser fault came up on the fiber in the first puncture site. The sales rep did not notice an improper technique. A second fiber was used and received a diffuser fault on the third stick. There was no consequence to the pt.